Event description:
It was reported that the atrial and ventricular lead had failure to capture and high impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead was returned for analysis. The outer insulation had environmental stress cracking, cosmetic depressions and a white substance was observed. The lead was stretched and flexed. (B)(4) distal conductor fractured; partial lead in segments was returned for analysis. The proximal conductor was distorted and fractured. The outer insulation was kinked/buckled, breached/cut and a white substance was observed. The lead was stretched and flexed.